Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a bd secondary tubing was primed with methalyne blue. No backflow was observed. The primary set was placed into an alaris infusion pump. No free flow was observed from the secondary bag. The set was infused with the pump dchu-0009 and pump module dchu-0015 at 25 ml / hr for one hour. Approximately 25 ml infused into an empty beaker. The customer complaint that the secondary tubing was dripping could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review for model 2426-0007 lot number 20119015 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #20119015 regarding item #2426-0007. H3 other text : see h.10.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced flow issues and defective/damaged tubing. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: 20119015 we had primary tubing ref 2426-0007 that malfunctioned today. Alaris pump channel programmed secondary line to run at 25ml/hr, rn noted that the secondary tubing was dripping like it was open to gravity (much faster than 25ml/hour). Rn changed out primary tubing and was able to run the drug at programmed rate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced flow issues and defective/damaged tubing. The following information was provided by the initial reporter: material #: 2426-0007. Batch/ lot #: 20119015. We had primary tubing ref 2426-0007 that malfunctioned today. Alaris pump channel programmed secondary line to run at 25ml/hr, rn noted that the secondary tubing was dripping like it was open to gravity (much faster than 25ml/hour). Rn changed out primary tubing and was able to run the drug at programmed rate.